Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient's weight at the time of the event was unknown. The pump and catheter would not be returned for analysis. The patient status was unknown. No further complications were reported.

Manufacturer narrative:
Date of event is an estimate. Continuation of medical devices: product ID 8709,serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type catheter. Product ID 8598a, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type catheter. Product ID 8835, serial# (B)(4), product type programmer, patient. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-mar-2006, UDI#: (B)(4); product ID: 8598a, serial/lot #: (B)(4), ubd: 01-jul-2016, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 26-aug-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the patient possibly lost therapy. No further complications were reported. Additional information was received from the healthcare professional via manufacturer representative. It was reported that the patient initially reported the event at the time of the schedule/case on (B)(6) 2018. The loss of therapy occurred "2-4 weeks ago." The physician was unable to aspirate the catheter. Both the catheter and pump were replaced. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.